Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens to not be within specification. H6- device history record (DHR) review: based on the results of the investigation all released devices from the associated work orders including the suspected device have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+1.0/056 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: h10 - supp 1 submitted for 2023826-2020-00145 is not associated with claim# (B)(4) and should be disregarded. Claim#: (B)(4).